Manufacturer narrative:
Refer to the attached analysis report.

Event description:
The physician reported that the patient was hospitalized due to 20 seconds of ventricular fibrillation (vf) which was not treated by the device.

Event description:
The physician reported that the patient was hospitalized due to 20 seconds of ventricular fibrillation (vf) which was not treated by the device.